Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP device stating that service required message is on. The device was returned to a third- party service center for evaluation. During the evaluation of the device, they found that the pca burned seal contaminated. Error codes are found on the device. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.